Event description:
A 29-yr-old who had augmentation mammoplasty 8/90 at another facility now has significant deformity and capsular contracture, tenderness, pain on right breat, some contracture and moderate deformity on left side breast. On 2/20/97 underwent right side capsulectomy and left side capsulorrhaphy. New implants placed. Pathology report indictes left implant intact with "mucousy" material in the pocket or within capsule. Left implant also intact with no "mucousy" material. No labels on either implant.